Event description:
Unomedical reference number (B)(4). Event occurred in the egypt. It was reported that patient faced 5 infusion set fell off event in between (B)(6) 2024. The infusion set was in for 2 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1914675 - MDR 3003442380-2024-14832 - device 4 of 5. (B)(6).